Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), it was discovered during clinical procedure that a patient's dental implant failed to osseointegrate. The implant was explanted seventeen months after initial placement. Pain and inflammation were also reported.